Event description:
In 1982 or 1983 implants began to lose natural shape and became very hard with bumpy perimeter. There was a painful pulling sensation. In 1984 rptr began to notice pain in joints, shortness of breath, stinging eyes and skin, many other symptoms. In 1986 noticed a bulge in right breast. It increased in size and began to spread out and down. Rptr got sicker and had many dr appts. In 1993 had ruptured breast implants removed. Add'l implant date 1980, add'l explant date 1993.